Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed, a downstream occlusion (dso) seal bubble, lcd lens scratch and battery door crack. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. Cassette not attached and dso damaged were found, during testing. The root cause was determined, to be a bad latch lock flex. The latch lock flex was replaced. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited a cassette not attached error. The downstream occlusion sensor was also reported to be damaged. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.